Manufacturer narrative:
Awaiting investigation results. Investigation of issue already completed resulting in a negligible incidence rate. Manufacturing process improvement implemented to prevent occurrence.

Event description:
Reported incident of sole separating from boot. No report of injury involved with incident.